Manufacturer narrative:
H6: 4110 - work order search: no similar complaints within assoicated lots were found. Manufacture narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later exchanged for a same size, different power lens and the problem was resolved. Cause of the event is unknown. Reportedly, "the replacement lens was inadvertently calculated for the od but correctly implanted in the os. The patient still has slight corneal swelling but is satisfied.".